Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: brown particles, fold creases, wear abrasion, an extended sharp opening in the same location of crease and in the same opening observed a striated edge and a weight test of the explanted material was verified and it was underweight. Based on the device analysis, the final assessment is a striated opening assessed as surgical damage and a sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.